Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had a hole in the hose. It was reported that there was no delays in the surgical procedure and a spare device was available in order to complete the surgery with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the rotations per minute were below specification and the modified set screw was loose and there was a hole in the hose. Therefore, the reported condition was confirmed. It was noted that the hole in hose is due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The low rotations per minute were due to worn out vanes due to normal wear over time. The loose modified set screw is due to normal wear over time. The assignable root cause was determined to be due to user error and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.